Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.00/+1.0/029 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient was complaining of pain, poor ability to read and low vault was reported. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaints reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5 - the lens was explanted on (B)(6) 2022 and problem resolved. Reportedly, "icl has been explanted, patient goes back to using refractive appliances. Cause of event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).